Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s grandmother reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl. The customer treated low blood glucose value with carbohydrate intake. The customer mentioned other blood glucose as 200 mg/dl. The customer went through 90-100 unit of insulin within 3 days and there was only 10 unit of insulin remaining in her infusion set system. The insulin pump did not have clear retainer ring. The insulin pump will not be returned for analysis.